Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was issued due to the meter not powering on with button press or strip insertion. The customer did not have a device to monitor glucose and experienced symptoms of sweating, fatigue, vomiting, and seizure, requiring unspecified treatment from a healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "month and a half ago." Please note, customer indicated experiencing two medical events due to delivery delay of replacement device. This report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay issue with a replacement adc device. The replacement was issued due to the meter not powering on with button press or strip insertion. The customer did not have a device to monitor glucose and experienced symptoms of sweating, fatigue, vomiting, and seizure, requiring unspecified treatment from a healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of precision neo meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.